Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A device history record (DHR) review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. A sample was received for evaluation. Visual inspection and functional test(s) were performed. The sample was in good physical condition. Power up process was performed and the reported problem was duplicated, pump would alarm continuous with no display. After opening up pump, there was evidence of fluid ingression on mp (micro processor) board. There are multiple components on the mp board with corrosion on them. Replace mp board. The root cause of the issue could not be determined. Actions(s) taken to mitigate the reported issue(s): replaced mp board.

Event description:
It was reported that the pump had no display and was constantly alarming. No patient injury was reported.